Event description:
Follow up information received reported that the patient received assistance from their physician and did not have any concerns with their device therapy. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had a sigmoidoscopy and he was not sure if the stimulator was turned off prior to that procedure. He experienced a tingling sensation in the scrotum that increased in intensity following the procedure. He turned the stimulation off on (B)(6) 2012 but was experiencing pain at the implant site that was present with stimulation on and off. He turned the stimulator back on (B)(6) 2012 but then turned it off again on the morning of (B)(6) 2012. He could not walk or put pressure on the right leg which was the implant side. Additional information received reported that the patient did not have concerns with the device or therapy. He received assistance from his doctor on (B)(6) 2012 and his concerns were resolved.

Manufacturer narrative:
Product ID 3093-28 lot# v194452 implanted: 2009-(B)(6) explanted: product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).